Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-27186. It was reported that the patient presented for follow up with the right ventricular lead exhibiting an increase in capture threshold. It was also noted dislodgement of the left ventricular lead into the trunk of the coronary sinus. The patient was scheduled for lead revision on (B)(6) 2021, where the physician attempted to reposition both leads. However, the helix of the right ventricular lead was unable to extend after it was retracted. Consequently, the right ventricular lead was explanted and replaced, while the left ventricular lead was successfully repositioned. The patient was in stable condition.